Manufacturer narrative:
The user was admitted to the hospital on (B)(6) 2026 due to relatively high blood sugar levels and is unable to control them; no formal diagnosis was provided. At the time of the call, the user reported feeling well. It was confirmed that it was not related to the eversense system, and therefore no additional information was collected. Per dms records, the user is currently using the system with up-to-date information.

Event description:
Senseonics was made aware of an incident where user was admitted to the hospital on (B)(6) 2026 due to relatively high blood sugar levels and is unable to control them; no formal diagnosis was provided. At the time of the call, the user reported feeling well. It was confirmed that it was not related to the eversense system, and therefore no additional information was collected. Per dms records, the user is currently using the system with up-to-date information.